Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 468-469 mg/dl and diabetic ketoacidosis (dka). Customer's healthcare provider alleged bg/dka was due to an unspecified pump issue. A correction bolus was delivered to address bg. Customer was treated with fluids, intravenously delivered insulin and pain medication. Customer was released from the hospital on (B)(6) 2019. Customer developed pancreatitis as a result of the event. Customer declined a pump system check.